Event description:
During review of internal programming history it was noticed that there was an interrupted system diagnostics test. After further investigation it was unknown if the patient left the office set to zero output current from the interrupted systems test. Teaching has been provided to the treating physician.

Manufacturer narrative:
Analysis of programming history. Device malfunction is suspected, but did not cause or contribute to a death of serious injury.